Event description:
When the tubing is hooked to the liebel-flarsheim syringe on the injector, it is backing off and blowing contrast everywhere. There was no harm or injury reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation along with one liebel-flarsheim syringe with a handi-fil. The lot number for the returned product could not be determined. A lot specific device history record or a complaint data base search could not be conducted. The returned devices were examined visually and the swivel-nut male luer of the syringe and the female luer of the tubing were found to be within specification. There was no evidence of damage or defects. The complaint is not verified. A root cause for the reported problem could not be determined. The complaint data base will be monitored for this type of failure. Unable to verify failure as reported.